Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirmed that the device ran for 80 hours. This is not a failure of the device but rather a safety feature of the device. The downloaded data does not show any timeouts or drive stalls.

Event description:
It was reported that the patient was taken to the hospital via ambulance, due to high blood glucose (bg) levels of 22.6 mmol/l (406.8 mg/dl) and vomiting, while wearing the pod on the arm between 4 and 24 hours. The cannula was noted to be bent after pod removal. The patient was placed on an intravenous (IV) in the ambulance and resumed while at the hospital with fluids, insulin and gravol for nausea through it.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.